Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer. Troubleshooting occurred. Customer's blood glucose level at the time 211mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)